Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to skin irritation on an unknown date. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was treated with ointment during hospitalization. Customer stated that the sensor was bent. The device will be returned for analysis.